Event description:
The user facility reported that the misago was used during the procedure. During an up and over peripheral intervention 6fr right sided access. When the stent was deployed in the left external iliac artery, it was noticed that the distal portion appeared irregular and crimped. It was relined with an 8x100 misago stent and the runoff appeared fine. The procedure was completed. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. The artery was not previously treated. The left limb was diseased. The lesion length was approximately 60mm. The diameter stenosis was 80 percent. The approximate vessel diameter was 7mm. The location was other external iliac. The calcification was moderate. The tortuousness was mild. The site of access was femoral artery contralateral via antegrade. Lesion treatment history: both pre and post dilation. Additional information was received on 09apr2021. There was no injury to the patient. Additional information was received on 15apr2021. The distal end of the stent was irregular and crimped. An additional misago was placed to cover the damaged part.